Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose (B)(6) 2017 was over 600 mg/dl with diabetic ketoacidosis and vomiting. The reporter noted the patient was hospitalized and treated with an unknown treatment. It was reported that the patient observed the elevated blood glucose and programmed several boluses that reportedly had no affect. No further information was provided and troubleshooting could not be performed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the pump could not be ruled out as a cause or contributor to the reported health event.